Manufacturer narrative:
(B)(4). Tip of the advancer was bent the analysis results of the found that it was received with the tissue stop out of position. Due to the condition of the device returned no functional testing could be performed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found bent. The bent advancer pushed forward the tissue stop pocket edge causing that it lose its position and jamming the firing mechanism. In addition, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. The clip track proximal flanges/locators were found deformed as a result from an excessive force. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip applier stopped firing the clips. There were no patient consequences. Case completed with another device of the same product code.